Manufacturer narrative:
On 20oct2025, an evaluation of the returned suspect product was completed. One lens case containing one lens was received. A magnified visual inspection revealed the lens was misshaped. No further investigation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On (B)(6) 2025, an email was received from a patient (pt) reporting a diagnosis of corneal ulcer in the right eye (od) while wearing an acuvue® oasys multifocal brand contact lens (cl). The pt reported symptoms of severe pain, light sensitivity for 5 days with no cl wear. On (B)(6) 2025, the pt provided additional information. On (B)(6) 2025, the pt reported feeling like something was in the od or the on the cl. The pt removed the od cl, rinsed and reinserted the cl, but symptoms continued and began to worsen. The pt removed the suspect cl and wore glasses the rest of the night. The following morning, the pt reported that the od was ¿much worse¿ reporting symptoms of pain and light sensitivity. The pt went to an eye care professional (ecp) on (B)(6) 2025 and was diagnosed with corneal ulcer. The pt was prescribed eye drops (name not provided) to use four times daily (qid) for 5 to 7 days, with a return ecp visit on (B)(6) 2025. On the follow-up ecp visit, the pt was not ready to return to cl wear and was advised to wait ¿a couple more days and then the pt could go back to wearing lenses.¿ the pt returned to cl wear on (B)(6) 2025 with no return of symptoms. The pt reports daily cl wear with a 2-week replacement schedule and uses alcon cl disinfection solution. The ecp recommended the pt wear a daily acuvue cl. Medical note from (B)(6) visit on (B)(6) 2025: the pt presented with complaints of red eye, pain, blurred vision, foreign body sensation, photophobia and tearing present for 1 day in the od. The pt tried freshkote eye drops and advised it worked for a short time period. The pt is a daily cl wearer and reports the cl is about a week old. Od slit lamp exam: od conjunctiva: 3+ injection and 2+ papillary conjunctivitis. No nafl staining. Od cornea: corneal edema 2+, corneal ulcer and corneal staining with fluorescein <0.5mm ulcer in midperipheral cornea at 2:00. Anterior chamber: cell 1+; od iris: normal without rubeosis. Impression: corneal ulceration od prescription: neomycin-polymyxin-dexameth 1% 1 drop in the od qid for 5 to 7 days. On (B)(6) 2025, a representative at the pt¿s treating ecp¿s office provided additional information. The pt had ¿mild iritis¿ with the ulcer, does not know if it was pre-existing to the ulcer. When the pt came in for the exam, the pt had been wearing daily lenses for 1 week and not discarding daily. The ecp verified that the pt was diagnosed with ¿anterior uveitis caused by the ulcer.¿ no additional information has been received. The suspect od cl was requested for return for evaluation, but it has not been received. A comprehensive review of the manufacturing records for lot number b017j3p was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. If any further relevant information is received, a supplemental report will be filed, as appropriate.